Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer used a different wall adapter, which resolved the issue, and continued using the same tandem charging cable. The pump began charging, requiring no further assistance.